Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 634 mg/dl at the time of the incident. The customer was given manual injections to treat the high. The customer experienced symptoms such as inability to walk. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that the b button on their pump was hard to press. The insulin pump will not be returned for analysis.